Event description:
The customer called to report a blank display and the buttons not responding. Troubleshooting was performed and the display remained blank. The reported blood glucose reading was 258 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display. The problem was isolated to the mother board. Unable to verify the keypad anomaly due to the blank display.